Event description:
It was reported to aesculap ag that a disp.sucti./irrig.instr.5/330mm w.spike (part # pg036su) was used during a procedure performed on (B)(6) 2022. According to the complainant, the device handle failed to function properly. Reportedly, when the button was pressed down to apply suction, not all the fluid was removed from inside the handle to the suction tube; a small portion of fluid remained in the handle. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. We only received an original sealed product of the same batch, but not the product in question. Therefore, no failure description possible. Investigation was carried out by manufacturer unimax. Summary of the analysis: one retained sample and the stock product of the same batch have been checked the appearance and the function. No abnormality was found and there are no fluids remaining inside the handle. Neither photo nor sample involved in the complaint event can be available for evaluation. In order to duplicate the defective condition, we designed a non-airtight condition on the handle by breaking the valve. Unfortunately, the function is apparently going well, there are no fluids remaining in the handle and no residual liquid flowing back into the probe dropping out. Since the defective condition could not be duplicated and the complaint information is too limited to analyzed, we are unable to verify and determine the possible root cause of the single incident. Investigation of the DHR & 1pc retained sample: 6542107096 - no abnormality was found. We have also checked the DHR and 1pc retained sample of each following lot of the same product manufactured before and after the complaint lot - no abnormality found. Batch history review the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: since the defective condition could not be duplicated and the complaint information is too limited to analyzed, we are unable to verify and determine the possible root cause of the single incident. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.